Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the helix could be fully extended and retracted and turns within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, it was not possible to turn the tip a second time for re-positioning the lead. The rv lead was removed. No patient complications have been reported as a result of this event.